Manufacturer narrative:
(B)(4).

Event description:
An article in the journal of vascular surgery (¿ten-year outcome analysis of the italian excluder registry with the gore excluder endograft for infrarenal abdominal aortic aneurysms¿) reviewed 461 patients with abdominal aortic aneurysm who underwent elective endovascular aneurysm repair with gore® excluder® aaa endoprosthesis. The article stated that endograft related complications were observed. Among other complications, type I endoleaks were reported. The article mentions that reinterventions were left to the discretion of the physician, but a type I endoleak was an indication for reintervention. Overall 36 type I and type iii endoleaks were reported. During the follow-up period, eight type I and type iii endoleaks were observed. However the type of endoleak could not be separated based on the information provided within the article.

Manufacturer narrative:
(B)(6). The date of the incident is unknown, therefore the date of the article was used as the estimated date of the incident.

Event description:
An article in the journal of vascular surgery (¿ten-year outcome analysis of the italian excluder registry with the gore excluder endograft for infrarenal abdominal aortic aneurysms¿ published by giovanni pratesi et al in 2017), reviewed 461 patients with abdominal aortic aneurysm who underwent elective endovascular aneurysm repair with gore® excluder® aaa endoprosthesis at four italian centers between 1998 and 2006. The article stated that endograft related complications were observed. Among other complications, type I endoleaks were reported. The article mentions that reinterventions were left to the discretion of the physician, but a type I endoleak was an indication for reintervention. Overall 36 type I and type iii endoleaks were reported. During the follow-up period, eight type I and type iii endoleaks were observed. However the type of endoleak could not be separated based on the information provided within the article.